Event description:
Adverse event(s): "longest delay with these recent issues has been 20 minutes" (no code available). Product problem(s): system messages were received (device displays error message). "Priming issues" (failure to prime). A nurse reported multiple system messages were received. Priming issues were also reported. The nurse reports that none of the issues led to pt injury and the longest delay has been 20 minutes (most less than 10 minutes).

Manufacturer narrative:
A company service rep examined the sys and was unable to duplicate the problems reported. The system was tested and met all product specifications. A review of complaints for the last 24 months indicated no additional, related reports for this system. A review of service requests for the last 24 months indicated no additional, related reports for this system. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. An internal investigation has been opened to investigate this issue. Quality assurance will continue to monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).